Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump was not delivering insulin. It was stated that the customer's blood glucose was very low, and then for the past couple of days her blood glucose was high. The mother stated that she has taken her daughter off the device and has been giving her manual injections. The mother stated that she does not feel comfortable with her daughter wearing the insulin pump and would like a replacement of the device. No further info was provided.